Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit of the gas modules replaced. The replaced parts were returned for investigation. The received logs confirmed the reported low o2 concentration at time of the event. The investigation revealed that the returned nozzle units passed all tests without any discrepancy when it was connected to a test ventilator. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause could not be determined since the reported problem could not be reproduced.

Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.